Event description:
It was reported that the cause of the event was unknown. Reprogramming occurred 2013 (B)(6). It was further noted that the patient had multiple programs and that one program was reprogrammed and the other programs were removed. It was noted that there was no complaints as of the date of the report. The next office visit would be in june and that a manufacturer representative would recheck programming. It was noted that there was no patient injury.

Event description:
It was noted that the patient reported overstimulation and stimulation in the wrong location.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient experienced two episodes of ¿sudden strong stimulation all over and then weakness in his left arm.¿ the issue resolved when the patient turned stimulation off. It was noted the patient had no history of using stimulation for more than a few hours since reprogramming was performed in (B)(6) 2012. The patient had four programs and was reduced to one.

Manufacturer narrative:
Concomitant products: product ID 37752, serial# (B)(4), product type recharger; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type lead; product ID 37742, serial# (B)(4), product type programmer, patient. (B)(4).